Event description:
Foley cath pulled by patient, balloon failed to allow aspiration of h2o so that the foley could be pulled without injury to patient. After multiple attempts to asiprate foley cut at balloon port and at urethral tube in order to reelase h2o from balloon. This did not work.